Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: power module device, lid device, (B)(6) 2022. The reporter¿s name, phone number and complete facility address were not provided. The manufacturing site name is currently not available. The serial number was unknown; therefore, the device manufacture date is unknown, and the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery handpiece device worked intermittently while being used together with the power module device and the lid device. It was reported that the surgeon checked the device in a clean condition before surgery, and it worked without any problems. During the surgery, the surgeon tried to use the device and pressed the trigger several times; however, it did not activate. It was reported that the surgery was interrupted by switching the power module and preparing for another device. According to the reporter, the surgeon pressed the trigger of the other device several times, and it activated, and so the surgeon restarted the surgery. It was reported that after the surgery, the surgeon checked the device and it activated a few seconds after pressing the trigger several times. It was reported that a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device working intermittently was not confirmed. Therefore, an assignable root cause was not determined.